Event description:
Patient presented with pain and swelling in the left knee. It was determined that the patient had a lcs complete duofix femur insitu and the decision was made to revise it. The femoral and tibial components were loose and easily removed. There were scratches on the femur and tibia as well as pitting noted in the rp tibial insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrective and preventative actions are being managed via (B)(4) and (B)(4). There was no indication of deviations or anomalies with regard to material specification or inspection so no review of the DHR will be carried out at this point in time. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome?of the performed investigation, the complaint will be re-opened.